Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) generator was analyzed and found the reported failure (error m-02-7 on start) was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode. The unit had no significant scratches or dents. The front bezel was not cracked. The complaint was confirmed based on failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, customer reported that the erbe is not responding to grounding pad. Prior to calling in, staff had replaced 2 grounding pads, but issue persisted. Intuitive technical support engineer (tse) recommend customer try an additional pad and place it on their own arm, but customer stated they already tried that. Tse ran customer through a hard power cycle of the erbe, but then the erbe powered back on with an m-02 error. Tse inquired if customer had a force triad generator or additional vision side cart (vsc) that could be utilized. The procedure completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter indicated the issue occurred during procedure. Ports were confirmed to be placed. System functionality was checked upon powering on the system. The system initially powered on without any errors. Dvstat was called to full troubleshoot. Force triad was used to complete the procedure robotically. No patient harm or injury reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Field service engineer (fse) replaced vio dv 2.0 integrated electro surgical unit. System tested and verified as ready for use. A return material authorization (RMA) had been issued requesting to have the isi device returned; however, isi did not receive the RMA to confirm/identify the failure mode.